Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the explanted device and/or adequate supporting clinical documentation to fully evaluate the complaint or determined the root cause of the reported insert breakage. Based on the limited information provided, this adverse event was treated with a revision to a legion 7-8 std ps 11mm insert, all other implants were reported to be well positioned and well fixed. However, the impact to the patient beyond that which has already been reported cannot be determined. If additional clinically relevant supporting documents are provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G2: report source update

Event description:
It was reported that, after a tka surgery had been performed nearly 11 years ago, a lgn ps high flex xlpe sz 7-8 9mm broke. The adverse event was addressed with a revision surgery on (B)(6) 2021 to replace the insert, with a legion 7-8 std ps 11mm. The condition of the patient is unknown.